Event description:
It was reported via repair work order that the patient right siderail could not remain latched due to the spring spacer being broken and the toprail broken at the spindle mounting flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.